Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the that the tip of the ar-13995n needle, was broken during the operation. The surgeon used x-ray but could not find the broken piece. During surgery, the product was used for threading 8 times, and it is possible that 15 or more injections were performed. It was reported that patient's rotator cuff was stiff.